Manufacturer narrative:
Patient's age was not provided. When the requested information becomes available, supplementary report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.